Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited helix issues. The lead was not implanted and replaced successfully. The patient was in stable condition.